Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath, headache, cough, body ache also throat aches. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report.